Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One returned sample with pouch opened was received. Upon visual inspection, no abnormality was observed on the returned sample. An air pressure test revealed a leak at the heat-sealed blood chamber, thus confirming the reported condition. This defect may occur within manufacturing facility. A CAPA was initiated for this complaint. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an add-a-line secondary medication set leaked at ¿the bottom of the chamber.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the leak was determined to be defective, poor, or incorrect material supplied to the manufacturing facility of the device. In order to address this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.